Event description:
It was reported that the device power cord was damaged due to wear and tear and it was also sparking (specific date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.